Event description:
Reportable based on the device analysis completed on 10oct2025. It was reported that the device could not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The rca was diffusely diseased from the proximal to the mid-segment, with calcification observed in the mid and distal segments. The rca consisted of a subtotal occlusion. The lesion segment was predilated with a non-compliant balloon and a 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the device could not cross the lesion/the angulated bend in the anatomy at the mid-segment, even after multiple attempts. The procedure was completed with another scoring balloon. There were no patient complications, and the patient was stable after the procedure. However, device analysis revealed that the blades were detached.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection showed that there were no issues with the hypotube shaft and the entire extrusion. Microscopic analysis revealed damage on multiple blades: blade 1 had less than a 1mm portion of blade segment detached from the proximal section of the proximal segment, and blade 2 had 2mm of segment detached from the distal section of the proximal segment, while blade 3 had no damage. All blade pads were intact. The tip showed no signs of damage.